Event description:
It was reported that a consumer had an ongoing issue with burning associated with the use of the solution after about two weeks of use. It is stated that it has been reported before, but the issue had continued. The consumer said she changed products and three days later was diagnosed with a corneal ulcer and her eye care provider got upset with her for switching. The consumer also noted that she began experiencing symptoms two weeks before she sought medical attention and was using the solution then. She began experiencing pain in her upper cheekbone when she blinked. She thought it was a stye or something of that nature and did not call her doctor. She woke up one morning about two weeks later and her eye felt like she had a torn lens in it and was red. She then went to her doctor and was prescribed vigamox every two hours for the first day, and was scheduled for daily visits in the beginning. On the second day she was told to use the drops every hour while awake. The drops were tapered off her until day 10 when she discontinued them. The eye care provider said they did not want to keep her on them past 10 days. The consumer said the treatment has ceased but she thinks it is still resolving and can resume lens wear after one more week. Her next follow-up is in one month. Additional information has been requested but not yet received.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. One retain sample was inspected and there were no anomalies noted. No complaint or manufacturing trend was identified. The root cause could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).